Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The impedance measurements were noted to have increased gradually. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).